Manufacturer narrative:
Zoll has not received the stx console for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
During the surface temperature management therapy, the stx console (B)(6) continuously prompted "check probe" due to an issue with stx coolrepeat (B)(6). The customer had no spare coolrepeat or other surface temperature management options. Therefore, zoll advised the customer to unplug the stx coolrepeat and find a compatible temperature probe that would plug in directly to the stx console if the patient needed further treatment. No further information was provided. No consequences or impacts on the patient.